Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found that optic was torn/split and haptic was torn/broken/bent/deformed. Work order search: no similar complaints were reported for units within the same lot. Corrected data: report source is distributor, not user facility. (B)(4).